Event description:
Related manufacturer reference number: 1627487-2022-04197. It was reported the patient experienced pain at the lead and anchor sites. Surgical intervention took place on (B)(6) 2022 wherein the lead and anchor were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against one of two anchors; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 1192, UDI: (B)(4), batch: 7969007.